Event description:
It was reported that during surgery the implant broke. Levels treated were l3-l4. The implant was placed in the disc space. Upon tapping, the implant cracked at the proximal portion. The broken piece was removed but the surgeon was unable to remove the remaining portion of the implant and it remains in the disc space. The final instrumentation was tlif one level sequoia with fusion. There was no delay to the case and no impact to the pt.

Manufacturer narrative:
Approximately 1991. Product is expected to be returned but has not yet been received.